Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that an expired product was used.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: expired product. Probable root cause: hand control design; manufacturing/assembly error; unclear cleaning/sterilization instructions in hand control IFU; use error (s1, s3, s6, c1, c2, h4, h5, p12, p15, p17, p18, r1, r3); inadequate eo sterilization for tubing (manufacturing/assembly error); inadequate package seal strength for tubing (packaging design); inadequate package size/material selected for the tube-set weight and geometry (packaging design); leak in tubing; false date print leads to tube set used beyond sterility period; pressure sensor malfunction leading to higher spray from tubing; failure of check valve (also known as one-way valve or backflow valve). The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. 81.

Event description:
It was reported that an expired product was used.